Manufacturer narrative:
The devices, used in treatment, have not been returned for evaluation. It was reported that the renasys pump was still in service. We have been unable to establish a relationship between the devices and the event reported or determine a root cause on this occasion. A review of the device history showed that these units passed all acceptance criteria and were compliant upon release for distribution. There were no indications to suggest the devices did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the console displayed a "full canister alarm" when the canister was empty. Treatment was completed with the same device. No patient harm reported.

Manufacturer narrative:
Complications during treatment have been reported for this failure mode, such as use of an alternative or competitor device to complete the procedure. As a result, this malfunction may necessitate an alternative treatment if the malfunction were to recur. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. 803.

Event description:
It was reported that the console displayed a "full canister alarm" when the canister was empty and as a consequence there was loss of time for the nurses, patient discomfort, over consumption of consumables.